Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. On 02/25/2025, intuitive surgical, inc. (Isi) received user facility report mw5165910 stating: per label, "cable frayed." Cable frayed upon visualization. No other documentation found. UDI (B)(4) listed under intuitive medical device correction grip failures. (B)(4).